Event description:
A medtronic representative reported the site's articulating arm was "broken." This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The starburst end of the vertek arm will not lock down. A new replacement device was sent to the site on (B)(6) 2012.